Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was advised to continue using the pump and instructed to call back if the malfunction code recurs.